Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured at 12 atm during the first inflation in the distal cephalic vein junction with the subclavian vein. During retraction, the balloon could not be removed from the 6f introducer sheath. Both were removed simultaneously from the patient without further complications. There was no patient injury.